Event description:
A patient reported and provided photos of his aligners and stated that his bite relationship feels off, that he cannot close his mouth 100%. The posterior open bite was confirmed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Report # is a duplicate of report #3014845255-2024-01140 issued on 09-21-2024.